Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d4 model number updated, d4 catalog number removed, d4 primary UDI number updated. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stressing without duplicating the report. The device passed all functional testing. The customer's multifunction cable was not returned for evaluation. The defib receptible was replaced as a precaution. The device will precertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.